Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: biomed tech. Called in for help on pca unit running pm test keep failing in plunger test with the 127ml. Failure device type: alaris system instrument. Failure problem type: 8120. Failure mode: troubleshooting/ error codes. Case resolution: walk customer through steps running the plunger test again and still get the same fail he will first have to replace the linear sensor on the unit. Also confirm repair quote to customer. (B)(4).